Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -7.0/2.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting; significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was explanted. On this same date a replacement lens of a shorter length lens and the problem was resolved. The cause of the event was reported as the device.